Event description:
It was reported that this implantable lead exhibited low impedances within normal limits. The lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).